Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received high voltage shock therapy while sitting on the toilet. Interrogation of the device indicates the lead integrity alert had ben triggered for oversensing and noise. Clinicians deemed the episode to be emi-type oversensing. The lead remains in use. No patient complications were reported as a result of this event. It was reported that the patient received high voltage shock therapy while sitting on the toilet. Interrogation of the device indicates the lead integrity alert had ben triggered for oversensing and noise. Clinicians deemed the episode to be emi-type oversensing. The lead remains in use. No patient complications were reported as a result of this event.